Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump stoppages was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6). The first entries captured in the log file (06/19/2018) were associated with the manufacturing process. The next recorded entries revealed that the speed was adjusted from the manufacturing default speed (6000 rpm) to 7800 rpm. The driveline was connected and the fixed speed was adjusted to 9200 rpm; however the actual speed decreased to 0 rpm followed by a driveline disconnected alarm. The next entries suggested that the driveline was connected, and the speed increased to 8640 rpm and decreased again to 2640 rpm and then 0 rpm followed by a driveline disconnected alarm. The next entries indicated that the clock was set to march 30, 2020 12:23 pm and the driveline was briefly connected and disconnected. The information recorded at 12:27 pm revealed that the driveline was connected, and the speed reached 8210 rpm and there was a high current event and the speed decreased to 1610 rpm and then 0 rpm followed by a driveline disconnect alarm. The same sequence of events was recorded one more time when the driveline disconnected alarm was recorded and both power cables were disconnected from the external power source. The remaining information revealed that the controller was connected to 14v battery, the clock reset to the default date/time (1/1/2001 1:00) and the driveline remained disconnected. The system controller was functionally evaluated, and the investigation determined that the controller was operating as expected. A full functional test was performed, and the system controller passed all test steps. In conclusion, the atypical pump stoppages recorded in the log file appeared to be related to a compromised driveline confirmed during the evaluation of the returned pump (refer to MFR # 2916596-2020-02072). Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. The heartmate ii instructions for use, discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including the low speed advisory/hazard and pump off, and the proper actions associated with them. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
During implantation, the pump started running appropriately. A few minutes later the pump stopped completely and a audible beeping occured. They attempted to turn the pump back on by pressing the start button. The system monitor displayed "command not accepted" on the screen. The system controller was in use during the pump stoppage event. The driveline and other connections were re-examined and appeared to be intact. All further attempts to restart the pump were yielded no success. The patient was re-heparinized, placed back on bypass and the pump was explanted. A new pump was implanted and ran appropriately. The patient was reportedly doing well. No further information was reported. Related manufacturer report number: 2916596-2020-02072.